Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging an unusual issue with her daughter's onetouch ultramini meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the meter issue began on (B)(6) 2014 at 12:00 pm. The reporter stated that during a blood glucose test with the subject meter, the meter counted down from 5 to 1 but then continued to display the number 1 rather than display the reading. The display froze and would not change from the number 1. The patient manages her diabetes with self-adjusting insulin. The reporter confirmed that her daughter did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claimed that her daughter developed the symptoms of "jittery, little shaky and headache" 1 hour after the meter issue began. The reporter stated that her daughter was treated with approximately 3 units of novolog insulin on (B)(6) 2014 between 2:00-3:00 pm. The reporter stated that her daughter's blood glucose wad tested with another meter on (B)(6) 2014 between 2:00-3:00 pm and the readings obtained were between "300 and 400 mg/dl". At the time of troubleshooting, the csr noted that the reporter did not have the subject meter or test strips available to perform walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿shaky¿ after the meter issue began. This symptom does meet lifescan¿s criteria for a serious injury.